Event description:
After a first device implantation, the operator has implanted a second probe that showed again a negative value (-1 mmhg).

Manufacturer narrative:
The probe has been returned by the hospital (with two other probes) it has not yet been analyzed by manufacturer. Evaluation in progress. Nevertheless, we advise that a reading value of -1 mmhg after implantation is tolerable. Indeed, we indicate in our instructions for use a pressure accuracy and a zero accuracy of +/- 1 mmhg. This probe would not have to be explanted.

Event description:
After a first device implantation, the operator has implanted a second probe that showed again a negative value (-1 mmhg).

Manufacturer narrative:
Actual device not returned (thrown away by user: the hospital returned only two probes). However, internal documentation shows that the probe (B)(6) has been manufactured in accordance with quality requirements. The appearance of a negative value may be due to many factors (implantation technique, electrical defect, etc.). We have no possible conclusion for this event without device expertise.